Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery devices, 10/24/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by singapore that during service and evaluation, it was determined that the motor of the small battery drive device was damaged and would not run. It was determined that the handpiece was not functioning, and the motor was faulty. It was further determined that the device failed pretest for check the oscillation/forward/reverse mode function and check for sticky speed trigger. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device did not work. It was further reported that the device body did not work even though the battery devices where inserted. It was not reported if there were any delays in the surgical procedure or a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.